Event description:
Customer reported a falsely elevated advia centaur cp troponin ultra (tni ultra) result compared to repeat testing results. It is unknown if patient treatment was prescribed or altered based on these results. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer went to the customer's site and replaced tubings, cleaned the luminometer, and replaced the wash blocks on the advia centaur cp system. The system was operational at the conclusion of the visit. No conclusions can be drawn as to the cause of the non reproducible result. The customer repeated another sample tested in the same timeframe as the discordant result and the results were reproducible. No conclusions can be drawn. The cause of the discordant tni ultra result is unknown. The quality control results are within the customer's defined ranges. The system is performing within specification. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states the following: " always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."